Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited several low flow alarms. The vad outflow graft is attached to the axillary artery and the alarms were attributed to the patient¿s arm movement. It was also reported that the vad exhibited high power which triggered high watt alarms that were associated to the patient's strenuous activities. The vad alarm thresholds were increased and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed consistent increases in power consumption to parameters above the normal operating range between (B)(6) 2020 and (B)(6) 2020. 8 high watt alarms were logged since (B)(6) 2020 and 4 low flow alarms were logged since (B)(6) 2020. As a result, the reported high power and low flow events were confirmed. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. Therefore, data logs from (B)(6) 2020 through (B)(6) 2020 were not available for analysis. Of note, it was reported that "the vad outflow graft is attached to the axillary artery" which may cause the outflow graft to become constricted during movement of the patient's arm, contributing to the reported low flows. Per the instructions for use, the outflow graft anastomosis site should be on the ascending aorta. Based on the risk documentation, possible causes of the reported high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.